Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated with the instruments used in the procedure. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed when the site was utilizing a silver suretrak reference frame with a tap. It was reported that the suretrak was not used on any other instruments prior to the tap. The imprecision was noted to be about five millimeters in the software. Recalibration of the suretrak in the software did not restore functionality. The instrument was then swapped out for an orange suretrak, and the issue recurred but with less imprecision. A recalibration was performed and functionality was restored. It was noted that two separate users were using the navigation system in the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly. Through review of the reported issue it was noted that the behavior described was the intended functionality of the software. The software analysis concluded the software of the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.